Event description:
It was reported that during a percutaneous transluminal coronary angioplasty treatment procedure, stent damage occurred. Vascular access site was obtained via the femoral artery. The target lesion was located in the moderately tortuous and severely calcified left anterior descending artery (lad). The lesion contained a >=90 degrees bend. An attempt was made to advance the 3.50mm x 12mm liberté stent to the target lesion however, the device could not cross the lesion as the strut of the stent was noted to be "misshaped". The device was then removed and exchanged with another of the same device. The procedure was completed and no patient complications were reported. The patient status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the liberte/veriflex stent delivery system (sds) was received with the stent and liberte veriflex shelf box, inner packaging pouch, carrier tube, protective tubing and product mandrel. The protective tubing that is placed on the stent in final packaging was partially loaded onto the stent, indicating it was removed and replaced or partially removed at some time after unpackaging. The product mandrel was partially in the wire lumen. The batch on the returned packaging and the hub matched the reported batch number. The balloon was tightly folded. The stent was secure on the balloon between the markerbands. There were three struts bent and stretched in the first proximal row of stent struts. There were multiple kinks throughout the sds. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal coronary angioplasty treatment procedure, stent damage occurred. Vascular access site was obtained via the femoral artery. The target lesion was located in the moderately tortuous and severely calcified left anterior descending artery (lad). The lesion contained a >=90 degrees bend. An attempt was made to advance the 3.50mm x 12mm liberté stent to the target lesion however, the device could not cross the lesion as the strut of the stent was noted to be "misshaped". The device was then removed and exchanged with another of the same device. The procedure was completed and no patient complications were reported. The patient status was stable.